Event description:
It was reported that the patient presented to the hospital due to their implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks for atrial arrhythmia. It appeared to be a supraventricular tachycardia (svt) event. The nurse will review the episode with the hospital cardiologist before making any programming changes. The nurse also noted the patient has not been compliant with their rhythm control medication for the past few days and had consumed two energy drinks prior to the device therapy. It is unknown at this time if the patient was admitted to the hospital. Additional information has been requested. The ICD remains in service. No additional adverse patient effects were reported.